Event description:
Event description guidant received information that this transvenous defibrillation lead was experiencing ventricular noise. The noisy signals were reported from the patient's egrams. The lead was removed from service and discarded. An additional guidant lead was successfully implanted. No other adverse events have been reported. Additional information from guidant's reliability lab states this patient's implantable cardioverter defibrillator was removed due to eri. Guidant's laboratory analysis reported the device failed testing...